Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced abdominal pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe sharp back pain"), migraine ("migraines"), dyspareunia ("pain during intercourse"), vaginal discharge ("irregular vaginal discharge") and procedural pain ("long and painful post-operative recovery"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on or about (B)(6) 2014). Essure was withdrawn. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, migraine, dyspareunia and vaginal discharge outcome was unknown and the genital haemorrhage and procedural pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, migraine, dyspareunia, vaginal discharge and procedural pain to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (ess205) inserted and experienced severe abdominal pain and abnormal bleeding (seen as genital haemorrhage) amongst non serious events. Almost one year after insertion, plaintiff underwent a hysterectomy with bilateral salpingectomy. Abdominal pain and genital haemorrhage are anticipated in the reference safety information for essure. During essure therapy, abdominal pain and genital haemorrhage may occur. Considering that events started after essure insertion and the lack of alternative explanations, causality with essure cannot be excluded. This case was regarded as incident as a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/pain- dysmenorrhea , (cramping)"), menorrhagia ("prolonged menses/menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), back pain ("severe sharp back pain/back pain"), migraine ("migraines"), dyspareunia ("pain during intercourse"), vaginal discharge ("irregular vaginal discharge"), procedural pain ("long and painfull post-operative recovery"), pelvic pain ("pain pelvic") and allergy to metals ("allergy - nickel - diag. Post-essure,"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on or about (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, back pain, migraine, dyspareunia, vaginal discharge, procedural pain, pelvic pain and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, procedural pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) conducted - result- unknown. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received - new events pelvic pain, menorrhagia (bleeding b/w periods), and allergy - nickel - diag was added. Lab data were added. Essure indication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 16-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (ess205) inserted and experienced severe abdominal pain and abnormal bleeding (seen as genital haemorrhage) amongst non serious events. Almost one year after insertion, plaintiff underwent a hysterectomy with bilateral salpingectomy. Abdominal pain and genital haemorrhage are anticipated in the reference safety information for essure. During essure therapy, abdominal pain and genital haemorrhage may occur. Considering that events started after essure insertion and the lack of alternative explanations, causality with essure cannot be excluded. This case was regarded as incident as a surgical intervention was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.